Event description:
Heartware left ventricular assist device (lvad) presents with ischemic cerebrovascular accident (cva) in the setting of international normalized ratio (inr) 2.3, aspirin 325, normotensive. Residual neuro deficits include memory loss and word finding difficulty. Heparin to coumadin bridging was safely completed prior to discharge and aspirin 325 was resumed.